Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The patient was prescribed two product codes for this product. The product code and lot number of the product used by the patient is unknown; however, the two product codes share a common brand name, 510k number, and manufacturing site which have been provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during dwell two of four of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was noted that the patient line was not properly primed prior to the patient connecting to initiate therapy. The caregiver was advised to start therapy over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.